Manufacturer narrative:
On 11/8/2019, photo was received. On (B)(6) 2019, photo evaluation was completed. Upon visual inspection of the picture, was found rupture .the photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). An investigation of the returned picture was performed, and mentor could not uncover a device failure that we could be connected to the reported medical symptoms. All mentor product is 100% inspected prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side intracap-rupture, bleeding from the left breast nipple with pain, digestive problems, constipation, arthritic symptoms. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast reconstruction surgery with a 275 cc mentor memorygel breast implant on both sides was presented with left side intracap-rupture, bleeding from the left breast nipple with pain, digestive problems, constipation, arthritic symptoms postoperatively. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.